Event description:
It was reported the device had been turning itself on in the mornings. The patient noticed this issue six months prior. It was stated that this coincided with patient bringing their programmer in to their representative so that it could be dealt with via repair. The programmer was not connecting. It was further noted that stimulation seemed ¿stronger¿ in the mornings lately. The patient ¿actively¿ looked to ensure stimulation was turned off in the evening and then looked to make sure it had turned on in the morning. It was added that it seemed it took the patient longer to charge and it was difficult for them to get a ¿good¿ connection. It was ¿harder to get it started.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# v403486021, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743. Serial# (B)(4), product type: programmer, patient. (B)(4).